Event description:
Patient reports that pump is not working well, no details available. Patient will return defective freedom pump and pharmacy will dispense a new one. Unknown if md is aware of possible pump issue. Pump serial number and maintenance date unknown. No further information provided. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by pt/caregiver.